Manufacturer narrative:
(B)(4) - the onset date of the reported events was unknown; however, the patient was hospitalized on (B)(6) 2014.the reported product is an unknown baxter minicap.(B)(4).the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy effluent and abdominal pain was not reported. The patient was hospitalized for the events. On unreported date(s), prior to hospitalization, the patient was treated with an unspecified oral antibiotic (medication, dosage, frequency, and duration not reported) for the cloudy effluent and abdominal pain. On unreported date(s), the patient was treated with cravit (route, dosage, frequency, and duration not reported) for the cloudy effluent and abdominal pain. Dianeal therapy was ongoing. The patient was not recovered from the cloudy effluent and abdominal pain events. Additional information was requested but is not available. This is report 3 of 3.